Event description:
During a transcatheter aortic valve replacement (tavr), merge hear rate (hr) reporting as 0, actual was 64. Repositioned, troubleshooting, backup hemodynamics on anesthesia monitor confirmed actual hr 64, no harm.